Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked battery compartment). Device p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, cracked case on battery tube, broken battery tube threads, missing display window/cover, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on battery tube and broken battery tube threads was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had cracked in battery side compartment. No harm was required during medical intervention. The insulin pump was returned for analysis.